Event description:
It was reported on (B)(6) 2022, a 29mm navitor tavi valve was implanted. On (B)(6) 2022, the patient presented with atrioventricular (av) block and a permanent pacemaker was implanted. The av heart block was noted directly after the implant procedure. It was noted seven days post implant. The valve was implanted at 7-8mm at the left coronary cusp (lcc), 5mm at the non-coronary cusp (ncc). The patient's baseline rhythm was sinus rhythm with heart rate of 70 beats per minute, with no blocks or other conduction abnormalities. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of av block seven days after navitor device implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.g2 report source was corrected and foreign was added.